Event description:
Pt had aortic valve implanted 4/23/93. Progressed well until approx. 6-12 months prior to explant 5/1/96. Heart cath 4/30/96 - revealed aortic regurgitation & aortic stenosis. At time of surgery 5/1/96 it was noted "a very large paravalvular leak between the non coronary cusp and the roof of the left atrium by the left coronary artery ostia." There was severe fibrosis & pannus around this area & around the entire annulus. The sutures in the old valve were without pledgets. Pt underwent stenal revision due to keloid formation 7/23/96. No problems noted with valve. Safety officer made aware of this above a week after the sternal revision. Pt had two different cv surgeons for the two procedures.